Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that, a consumer was receiving "hi" readings on his blood glucose meter. He compared his reading with his health care provider's meter and believed their blood glucose reading was more in range with how he felt. The difference in these readings is considered clinically significant. The meter in question will be returned for evaluation.